Event description:
Boston scientific has become aware of the following event after conducting a retrospective review of complaint records: the atlantis sr pro catheter was broken. The main shaft appeared cut in its proximal part. The product has not been sent for evaluation due to had blood in it and cannot be sterilized.